Manufacturer narrative:
(B)(4). Batch # n55j0x. The ec60a device was received for analysis with no visual non-conformances and with a gst60b cartridge not loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigmoid procedure, when the surgeon introduced the device into the body for its initial use he could not get the jaws to open. Removed device from the patient and tried to open jaws outside of the body and they still would not open. Tried to fire the stapler outside of the body and it would not fire. The device essentially locked out. Another like device was used to complete the procedure. There were no adverse consequences for the patient.